Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
A healthcare provider reported the patient had pain as well as other medical issues that were unrelated to the drug infusion system. The pain had been chronic for years, but it had gotten worse. There had been a gradual onset of lumbar back pain. The patient was admitted on (B)(6) 2015 which was when their pain got worse. On (B)(6) 2015 a representative evaluated the pump and said everything looked fine. The patient was receiving intrathecal baclofen 2000 mcg/ml at "26.9 mcg, 930.7 mcg/day". Additional information was requested to determine the cause of the patient's pain as well as if any diagnostics were performed in relation to the increase in pain. The patient was indicated for the following use: intractable spasticity.